Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, striated opening on radius and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A striated opening on radius due to surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.